Event description:
Kimberly-clark received a report stating, "care coordinator had a anaphylactic reaction while wearing lavender gloves. User's symptoms were flushing to the hands, chest, itching, tachycardia and lightheadedness. She was given epinephrine 1/1000, 0.15 subq times 2. Benadryl 50mg IV, zyrtec 10mg po. Transported to the hospital where she received IV fluids, solumedrol 125mg IV and was discharged with a prescription for po prednisone. She is doing well and returned to work the next day. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and product met all manufacturing specifications. The returned companion glove samples were tested and met all testing criteria. As part of the pre-market clearance for this product, the necessary dermal sensitization and skin irritation testing had been performed with passing results. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.